Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed through baxter's functionality testing, as well as reproduced through further investigation. This condition was reproduced while attempting to load a set. This condition was determined to have been caused by the force required to close the door being above expected levels. The door hooks and latch pins were replaced.

Event description:
During baxter's functionality testing, a spectrum pump, had door not fully latched alarms. There was no pt involvement.